Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding patient receiving morphine 25mg/ml with a flex dosing, total daily dose at 28.541mg/day and prialt 3.0mcg/ml with a flex dosing, total daily dose 3.425mcg/day, via an implantable pump. The patient reported increased pain. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. It was also unknown if any diagnostics or troubleshooting was performed. On (B)(6) 2017 intra-operatively it was found that the catheter was occluded. The catheter was replaced and the pump was replaced at the same time. The issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury. No further complications were reported/anticipated.